Event description:
It was reported that this right ventricular (rv) lead was exhibiting loss of capture. A x-ray was performed and the possibility of a dislodgment was discarded. Later on, a cardiac tamponade was confirmed via echocardiogram. The fluid presented was drained and the lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected field: h6. Cmc - no problem detected.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting loss of capture. A x-ray was performed and the possibility of a dislodgment was discarded. Later on, a cardiac tamponade was confirmed via echocardiogram. The fluid presented was drained and the lead was successfully repositioned. No additional adverse patient effects were reported.